Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI): (B)(4). The field service engineer (fse) did not identify any instrument issues. The customer used a 13 mm sample tube with no rack adapter. Not using the cup adapter can cause tilted sample tubes which could affect sample pipetting. The tilted tube could cause an insufficient amount of sample material to be aspirated causing low results. Product labeling states: "to improve the alignment of tubes with an outer diameter = 13 mm, roche diagnostics strongly recommends that roche diagnostics cup adapters are used." The investigation did not identify a product problem.

Event description:
The initial reporter complained of discrepant low results for 1 patient sample tested for multiple assays on a cobas 6000 c (501) module. The initial glucose result was < 2 mg/dl. The repeat was 94 mg/dl. The initial gpt result was < 5 u/l. The repeat was 133 u/l. The initial ethanol result was < 10 mg/dl. The repeat was 387 mg/dl. The initial sodium result was 3 mmol/l. The repeat was 138 mmol/l. No questionable results were reported outside of the laboratory. No reagent lot numbers with expiration date were provided.